Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow keypad button required hard presses to elicit a response. Reportedly, the rubber keypad covering the up arrow, down arrow and ok buttons was torn. It was noted that the tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the up arrow keypad button. The up arrow and contrast keypad buttons were found to be intermittently responsive during testing. The down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.